Event description:
It was reported that during reprocessing a pk dissecting forceps instrument, frayed cables were identified. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was found with a frayed pitch cable at the distal clevis hub. No other cable damage was found. There was also an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the pulley damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.